Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) inserted into a psi sheath and lidstock for evaluation. Signs of use in the form of biological material were present on the catheter body and swg. The proximal weld of the swg was separated from the core wire and the proximal end unraveled. Microscopic examination of the swg confirmed both welds were present. The total guide wire length measured 455 mm, which is within the specifications of 450-458 mm per the guide wire graphic. The guide wire outer diameter measured 0.854 mm, which is within the specifications of 0.838-0.877 mm per the guide wire graphic. The catheter length from the juncture hub to the distal end measured 99 mm, which is within the specifications of 98-102 mm per the sheath graphic. The inner diameter of the sheath tip measured 0.118", or 2.9972 mm which is within the specifications of 2.98-3.00 mm per the sheath graphic. The undamaged portion of the returned swg was able to be passed through the returned sheath with minimal resistance. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit informs the user, "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire had separated from the proximal weld. The guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during procedure on patient the guidewire split so it was fully removed and another one used successfully on patient". No patient injury or consequence. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "during procedure on patient the guidewire split so it was fully removed and another one used successfully on patient." No patient injury or consequence. The condition of the patient is reported as "fine."